Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged allergies. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged allergies. There was no report of permanent or serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer unknown sticky brown residue on the outside of the front panel. Potential black hairs/fibers, inconsistent with degraded sound abatement foam, on the outside of the front panel. Unknown sticky brown residue on the top enclosure near the sd port. Potential black hairs/fibers, inconsistent with degraded sound abatement foam, on the sd port door and on the top enclosure near the sd port. Unknown white and brown dust-like contamination at the air inlet. Potential black hairs/fibers and dust-like contamination, inconsistent with degraded sound abatement foam, around the iso (international organization for standardization) port. Potential black hairs/fibers, inconsistent with degraded sound abatement foam, and brown contamination inside the iso port. Light white dust-like contamination on top of the blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.